Manufacturer narrative:
This report is submitted on 22 january 2020.

Event description:
Per the clinic, it was reported that the patient experienced skin flap breakdown, subsequently the internal magnet was removed in order to convert the patient to a percutaneous baha implant system. An abutment was placed on the implant fixture, the surgery was completed under general anaesthesia.